Event description:
It was reported the patient is no longer receiving effective stimulation. Lead diagnostics revealed all contacts were invalid. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the lead which resolved the issue.

Manufacturer narrative:
Results: the complaint for ¿loss of therapy, high impedances¿ was confirmed. Microscopic inspection of lead revealed a kink with all broken wires 13.5cm from the stimulation end. As there was no breach of the outer tubing and no stimulation was observed prior to the revision, the fracture was consistent with an overstress condition the lead was subjected to while inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.